Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined further troubleshooting from tandem technical support. There was no reported adverse impact. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.